Event description:
Rn reported the home pt's (hp) transfer set became separated from the dialysis catheter's titanium adapter in 2003. The transfer set had been in use since 2002. Following this incident, the hp experienced nausea, vomiting, abdominal pain and cloudy effluent and was diagnosed with peritonitis in 2003. The pt received a transfer set change and was treated with intraperitoneal cefazolin 1 gm daily for 14 days. Laboratory tests included an effluent cell count and culture. Per rn, the pt has recovered.